Event description:
Initial email contact from the pt stated that he wore oasys for astigmatism (aofa) lenses for 3 weeks and they caused an ulcer on his left eye (os). The patient (pt) reported by phone that he received a pair of the trial pair of aofa lenses for 3 weeks, daily wear. The pt stated that he fell asleep in his lenses over the weekend and woke up on (B)(6) 2013 with an ulcer in his os. Pt went to the (B)(6) ER on v 2013 for treatment. Pt states that he was treated with steroid drops and tobramycin, every half hour for a week. Pt stated that he was referred to an ophthalmologist on (B)(6) 2013. Pt stated he threw away the contact lenses in question. Medical records from the ophthalmologist received on (B)(6) 2013: the pt presented on (B)(6) 2013 complaining of constant pain in the os since (B)(6) 2013. Pt c/o blurred vision, light sensitivity, pain, tearing and discharge. Pt was taking vigmox q2h os, and tobramycin q2h at the time of the initial exam. Exam noted blepharitis in both eyes, severe injection os, large central ulcer (6mm) os, edema os, and a 1mm hypopyon os. Exam also noted ou cataracts 1+. Pupils were equal and reactive. Os va was hand motion only. Assessment of the ulcer was gram neg likely pseudomonas. Pt's medications were altered to tobramycin q1h alternating every 30 minutes with vigmox wa and q1h together at night for 3 days, and cyclopentolate tid os. Ecp discussed risk of perforation and loss of the eye with the pt and advised the pt to used vitamin c 500mg bid. Follow-up on (B)(6) 2013: pt reported constant pain, greater in the mornings. It is noted that the pt sleeps in his contact lenses. Os va noted as cf 3'. Exam noted all the same symptoms, os hypopyon was decreased to 0.25mm. Pt was ordered to continue tobramycin q1h, alternating every 30 minutes with vitamox wa for 2 days, then q2h alternating every hour. Pt was given ciprofloxacin 0.3% ointment qhs and asked to continue the vitamin c. Follow-up on (B)(6) 2013: pt c/o pain and consistent tearing. Os va cf 6'. Exam shows same symptoms, slight improvement of ulcer 4mm. Pt's medications were changed to tobramycin q2h alternating every hour with vigamox and ciproflaxin ointment qhs. Pt was also prescribed pred forte 1% qid. Pt was advised to continue vitamin c. Follow-up on (B)(6) 2013: patient stated is doing better, no pain in os for "2 weeks". Os va 24/400. Ulcer noted as improving, no change in size, no note of hypopyon, injection noted as moderate. Pt advised to continue tobramycin, vigamox, and pred forte qid, and ciproflaxin ointments ghs. Follow-up on (B)(6) 2013: pt c/o blurred va and constant tearing. Os va 20/400. Ulcer noted as improving 3mm. Pt advised to continue tobramycin, vigamox, and pred forte tid, and ciproflaxin ointment ghs. Follow-up (B)(6) 2013: pt c/o blurred vision, and constant tearing os. No notable improvement. Va os 20/200. Pt advised to continue tobramycin and vigamox tid, pred forte bid, and ciproflaxin ointment qhs. Prokera (amniotic membrane ring) was placed during the visit. Follow-up (B)(6) 2013: pt came in to follow-up after prokera implant. Pt stated that he feels discomfort and can feel the prokera ring. Pt continues to complaint of blurred vision and tearing. Os va was hand motion only. Exam noted continued ou blepharitis. Os 1mm ulcer in the epithelium with a central stroma scar. Assessment was stable, improving with prokera. Pt advised to continue tobramycin tid, ciproflaxin ointment qhs, and pred forte qd. Prokera ring was removed. Follow-up on (B)(6) 2013: pt c/o of blurred vision and occasional itching in the os since last visit. Exam noted a central opacity of cornea and resolved infection. Pt advised to discontinue medications and to follow-up for eye glass exam. Os va noted as 20/200. The product is not available for return and analysis. The lot number is unknown therefore no device history review can be continued.

Manufacturer narrative:
Based on all available information, no casual factors can be determined and no conclusion can be drawn. Additional information will be submitted within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.